Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump battery could not be charged. In addition, it was reported pump would not deliver insulin. Customer¿s blood glucose (bg) level ranged from 41-370 mg/dl. Customer consumed carbohydrates to address bg. Reportedly the customer reverted to manual injections for insulin therapy.